Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged port leak. The patient came into the office for an adjustment and there was no saline in the band. The doctor filled the band with 1cc and could only pull out 0.5cc. He then ordered an upper gi and endoscopy to confirmed the leak. The port was explanted and replaced.